Event description:
The complaint states that "skin reaction" was reported. The sensor was inserted into the arm on (B)(6) 2025. On 03/03/2025, it was reported that the pediatric patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, scar, in the face and neck, which occurred 1 day after the sensor had been inserted in the arm. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional . H6 investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required. The complaint states that "skin reaction" was reported. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, scar, in the face and neck, which occurred 1 day after the sensor had been inserted in the arm. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.